Event description:
It was observed that during the device evaluation, the video system center exhibited worn out lock latch on video connector causing loss of image when wiggle the scope end connector. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the issue occurred due to wear of the lock latch of the video connector; however, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.